Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose of 476 mg/dl. Customer stated that he put in 0 grams and the pump was telling him to take 1.6 units. Customer stated that the pump shows that his active insulin time was 12.5 and he does not know why. Customer gave himself 25 units about 3 hours ago. Customer stated that he recently had issues with his sites and scars. Customer stated that he spoke with his doctor about site solutions. Customer was advised that if he still has concerns with his site, he may change it or he can monitor his blood glucose to see if it starts to come down. Customer may need to take a correction dose with a syringe to bring his blood sugars down. Customer does not want to troubleshoot for his high blood glucose.